Manufacturer narrative:
Correction: d1, d3, d4: model #, d4: unique identifier (UDI) #, g4: combination product. H11: the device was received for evaluation. During functional testing, the reported problem "reoccurring false up occlusion alarm during volume accuracy test" was reproduced. A review of the event history log revealed ¿upstream occlusion!¿ messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the ultrasonic sensor out of specifications. The ultrasonic sensor required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump had an issue of reoccurring false up occlusion alarm during volume accuracy test. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.